Event description:
The patient reported the gums have pulled away from the teeth and unable to wear the aligners as the pain in the front teeth is unbearable.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.